Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that when a patient presented to the emergency room, lead dislodgement was observed via fluoroscopy. When the pocket was opened during the repositioning procedure, it was determined that twiddlers syndrome was observed. The lead was explanted. The patient recovered as expected and was discharged home a couple of days later.